Event description:
As reported by our japan affiliate, the patient developed an av block post deployment of a 26mm sapien xt valve, and a permanent pacemaker was implanted. The pre-procedural heart rate was 43bpm and the blood pressure was 97/38mmhg. When the physician attempted to deploy the xt valve under rapid ventricular pacing (rvp) of 180ppm, the pacing capture was lost. The pacing rate was changed to 160ppm and the sapien xt was implanted. When the rvp was turned off it was noted that the patient had an av block. Since the heart rate dropped below 40bpm, backup pacing was initiated. Post dilation was performed with 1ml less than nominal volume. After closing the access site, the patient had multiple episodes of pacing failure with cardiac arrest. Since a pacing lead for a temporary pacemaker was unstable, it was decided to implant a ppm in the operating room to prevent the re-occurrence of the event. At the end of the procedure the patient was in stable condition.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the av block cannot be confirmed. However procedural factors (e.g. Rvp and pressure from the implanted valve on the cardiac structures) likely contributed to this event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.